Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus,mr,ous 4.00x12mm stent was returned for analysis. A visual examination of the stent found the stent damaged with struts lifted and the entire stent moved distally on balloon. Undamaged stent od not possible to obtain. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 370mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26nov2020. It was reported that difficult to cross the lesion occurred. The target lesion was located in the chest. An ous 4.00x12mm promus element plus drug eluting stent balloon expandable was advanced. During procedure, the stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable. However, returned device analysis revealed a stent damaged.